Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided is (B)(6). The initial reporter zip code that is provided is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient suffered wounds and burns on right top thigh from arctic gel pads. No interaction from urine or topical solutions. Patient had a cerebral event and was on vasopressors at the time. Nil past medical history or comorbidities. Plastics team consulted and wound debrided and dressed, therapy with arctic sun device was continued. Patient was stable and was now on the ward. Unable to pull data from device as it was currently in use. Cne and staff had thrown away packaging for pads, so they were unable to get lot number. It was unknown what medical intervention was provided.

Event description:
It was reported that the patient suffered wounds and burns on right top thigh from arctic gel pads. No interaction from urine or topical solutions. Patient had a cerebral event and was on vasopressors at the time. Nil past medical history or comorbidities. Plastics team consulted and wound debrided and dressed, therapy with arctic sun device was continued. Patient was stable and was now on the ward. Unable to pull data from device as it was currently in use. Cne and staff had thrown away packaging for pads, so they were unable to get lot number. It was unknown what medical intervention was provided. Per follow up information received via task on 12dec2024, the ICU doctors requested a plastic surgery consult on the ward, the plastics team debrided the wound, cleaned it and dressed it. That was the only intervention that took place.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The instructions for use were review and found to be adequate. The following current controls are listed to mitigate this reported event: ifus caution to frequently check the skin of patients susceptible to skin damage. This includes: underlying medical conditions, usage of certain classes of medications, not to place positioning devices under pads, or on high-pressure areas. Standard medical practice for patient monitoring. The initial reporter phone number that is provided is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.